Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact for a peritoneal dialysis (pd) patient had reported that the patient had peritonitis. The patient contact reported that the patient had been given antibiotics for the peritonitis and also the patient had been given heprin for fibrin. The patient contact did not see any fibrin in the patient line or drain line. Patient contact had reported that they were not familiar with how to setup the cycler. The technical support representative advised the patient contact to follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn stated that the patient presented to the outpatient clinic on (B)(6) 2020 with complaints of abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported cultures taken in the outpatient clinic on (B)(6) 2020 presented with no growth and a white blood cell (wbc) count that presented with 3490/mm. The pdrn stated the patient was diagnosed with peritonitis due to nonadherence to aseptic technique during continuous cyclic pd therapy on the liberty select cycler. The pdrn reported the patient¿s caretaker had not taken infection prevention precautions when setting up this patient on their cycler. The pdrn stated the patient was initially prescribed intraperitoneal (ip) vancomycin at 1000mg every five days for two weeks and ip ceftazidime for 1000mg every day for two weeks. The pdrn reported that the ip ceftazidime was discontinued within a few days and the patient continued with ip vancomycin at 1250mg after vancomycin levels were found to be low and for the duration of the course. The pdrn reported an additional wbc count was taken on (B)(6) 2020 which resulted in 45/mm which showed evidence that the patient was recovering from this event. The pdrn confirmed this event of peritonitis was not due to any deficiency or malfunction of the liberty select cycler or any fresenius device(s), product(s) or drug(s). It was reported by the pdrn the patient is recovering from this event and continues continuous cyclic peritoneal dialysis (ccpd) therapy on the same liberty select cycler at home without further reported clinical incidents. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by the presence of abdominal pain and cloudy effluent fluid. It is well established for patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of peritonitis can be attributed to an episode of touch contamination during ccpd therapy on the liberty select cycler due to nonadherence to aseptic technique by the patient¿s caretaker. Though the peritoneal effluent fluid cultures yielded no growth, the presence of an increased wbc count indicated a peritoneal infection was present. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.